Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. This evaluation determined that the reported event occurred due to a lens broken as a result of use error.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that (2) ar-3210-0040 nanoscopes handpieces are damaged. This was discovered during a case, with no patient effect reported. During returned device evaluation, a reportable malfunction was discovered. This evaluation determined that the reported event occurred due to a lens broken as a result of use error.

Manufacturer narrative:
This evaluation determined that the reported event occurred due to a lens broken as a result of use error.